Manufacturer narrative:
A getinge field service engineer (fse) visited site and checked the machine and technical logs through service diagnostics and observed its showing fault code 54 repetitively. Fse reset the connections between main board and solenoid driver board. Also observed power supply fan was producing noise (error log shows fault # 64 (power supply fan failure), so fse open the power supply section and cleaned the same also. Reset the connections of datasets. Performed all functional and safety tests successfully. Run the machine with trainer and observed for 30 minutes, no errors had occurred again. Machine was given to customer and cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check ,the cs300 intra-aortic balloon pump (iabp) the machine is displaying an error message . There was no patient involved reported.